Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: device operates differently than expected is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous transhepatic biliary drainage (ptbd) in the chest, the ultrathane mac-loc locking loop biliary drainage catheter would not separate from the cannula. The device was removed. To date, additional patient and event information has not been provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information received identified that another device was used to complete the procedure. Additionally, it was reported that patient demographics are unknown. Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the difficulty of removing the cannula from the catheter. Upon removing the metal cannula, difficulty was experienced and the catheter started to "accordion" along its length. With further effort, the metal cannula was able to be removed, revealing a slightly bend cannula. At approximately 1.5cm from proximal hub, the metal cannula has a 15 degree bend. The rest of the cannula is not straight, but rather wavy. Additionally, the catheter passed all dimensional testing. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode has been escalated per internal processes. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required.